Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grapser involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported issue. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was found to have a broken bipolar yaw pulley. Broken piece was missing and size of missing piece was approximately 0.082¿ x 0.151¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grapser instrument was found defective. The procedure was completed with a backup instrument and no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the long bipolar grasper was not recognized. The issue caused a delay of 15 to 30 minutes and did not occur during a critical surgical step.